Manufacturer narrative:
Manufacturer's ref# (B)(4). 10-nov-2022: pending follow up information from user. 13-oct-2022: technical investigation concluded: a device history register review have been completed. No deviation or changes were found during manufacturing of the device. No technical investigation done on actual device. Trended case investigation results: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro-usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro-usb is a very well known and used standard but can mechanically break down. Risk register reference: risk analysis included in #0394140rc, risk ID t.1-3a, the residual risk after the risk control measure(s) is acceptable. Risk will be updated to include warning/caution to the users. Based on the current information the case is considered reportable as the malfunction did lead to, or might led to, death or a serious injury if it were to recur. Pending further information.

Event description:
10-nov-2022: awaiting follow up information from user. 13-oct-2022: on unknown date (approximation 01-sep-2022) charger port was damaged. It was reported to look burnt. No harm to user reported, and no contact with a medical practitioner reported.

Event description:
(B)(6) 2022: no new information expected. 10-nov-2022: awaiting follow up information from user. 13-oct-2022: on unknown date (approximation (B)(6) 2022) charger port was damaged. It was reported to look burnt. No harm to user reported, and no contact with a medical practitioner reported.

Manufacturer narrative:
Manufacturer's ref# sf (B)(4). 07-dec-2022: correction done in e3. Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. No investigation done on the actual device. Trended case investigation results: the charger has been returned because the micro-usb interface has broken down, causing the device to become hot. The charger and cable show visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro-usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well-known and used standard but can mechanically break down. The clinical investigation concluded: clinical evaluation of the event: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, risk of high temperature and burn are mitigated by extensive safety testing according to standards according to master risk list. It is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Clinical evaluation according to 0378080 clin eval plan&rpt,wl acc: a damaged power supply or a power supply of very poor quality could potentially lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runaway can lead to high temperatures or fire accidents. The chargers have been safety tested according to applicable standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Based on the information the case is still considered not reportable as the event / incident did lead to, or might led to, death or a serious injury if to recur. 10-nov-2022: pending follow up information from user. 13-oct-2022: technical investigation concluded: a device history register review have been completed. No deviation or changes were found during manufacturing of the device. No technical investigation done on actual device. Trended case investigation results: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro-usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro-usb is a very well known and used standard but can mechanically break down. Risk register reference: risk analysis included in #(B)(4), risk ID t.1-3a, the residual risk after the risk control measure(s) is acceptable. Risk will be updated to include warning/caution to the users. Based on the current information the case is considered reportable as the malfunction did lead to, or might led to, death or a serious injury if it were to recur. Pending further information.

Event description:
13-oct-2022: on unknown date (approximation on (B)(6) 2022) charger port was damaged. It was reported to look burnt. No harm to user reported, and no contact with a medical practitioner reported.

Manufacturer narrative:
Manufacturer's ref#: (B)(4). 13-oct-2022: technical investigation concluded: a device history register review have been completed. No deviation or changes were found during manufacturing of the device. No technical investigation done on actual device. Trended case investigation results: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro-usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro-usb is a very well known and used standard but can mechanically break down. Risk register reference: risk analysis included in #0394140rc, risk ID t.1-3a, the residual risk after the risk control measure(s) is acceptable. Risk will be updated to include warning/caution to the users. Based on the current information the case is considered reportable as the malfunction did lead to, or might led to, death or a serious injury if it were to recur. Pending further information.